Manufacturer narrative:
Device technical analysis. Visual inspection revealed no outer abnormalities were noted. During product analysis the device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that during preparation for an atrial fibrillation procedure one farawave 31 mm was selected for use, however air in the perfusion port cannot be removed .it was confirmed that the air seen in the sheath was during preparation and abnormalities were observed during preparation in the sheath. The starter guidewire had been inside the sheath prior the air was observed. A pump was the method of irrigation, but the model is unknown. The flow rate was 30ml/h. Bubbles were seen in the perfusion port. No air was seen in the patient. The position of the guidewire when the farawave was inserted into the sheath was the tip of the guidewire lumen. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Event description:
It was reported that during preparation for an atrial fibrillation procedure one farawave 31 mm was selected for use, however air in the perfusion port cannot be removed. It was confirmed that the air seen in the sheath was during preparation and abnormalities were observed during preparation in the sheath. The starter guidewire had been inside the sheath prior the air was observed. A pump was the method of irrigation, but the model is unknown. The flow rate was 30ml/h. Bubbles were seen in the perfusion port. No air was seen in the patient. The position of the guidewire when the farawave was inserted into the sheath was the tip of the guidewire lumen. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.